Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. Medical history included crps of upper extremities. It was reported that the patient had increased pain due to winter environment and a hard labor job. Impedances were checked and the patient was reprogrammed on (B)(6) 2020. Impedances on electrodes 8 and 9 were greater than 30,000. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined and no further actions to be taken as they were able to program around it.